Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, multiorgan failure, and patient outcome could not be determined through this evaluation. Additionally, a direct correlation between the device and the reported event could not conclusively be determined through this evaluation. It was reported that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The patient required a massive transfusion protocol and suffered persistent multiorgan failure. It was reported that it was not device related.